Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the implant has failed and the patient has been and/or will be forced to undergo a revision surgery. Update (B)(6) 2011 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update (B)(6) 2011 - plaintiff¿s preliminary disclosure form was received. The femoral head is now being added to the complaint.